Event description:
The pt experienced a lack of stimulation sensation. It was noted that the pt slid off the toilet and onto the floor on (B)(6) 2011. It was also reported that his scrotum had "been bothering him" since implant. The pt's wife increased his stimulation to 3.4v the day before he lost stimulation and he was able to feel stimulation at this voltage. A MFR's rep helped the pt's wife increase his stimulation to 4.4v and he felt good stimulation at this voltage. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).